Event description:
Orthodontist reported that during the debonding of a clarity ceramic bracket, tooth dentin was exposed on a patient's upper right second bicuspid tooth. Orthodontist stated that the tooth was in good condition prior to orthodontic treatment, that he used the correct debonding technique and instrument for debonding the brackets, and that the bracket debonded easily. Orthodontist also stated that the enamel damage was not noted until patient commented on irregularity in the tooth.